Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: may 19, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and with both haptics damaged and severed with a portion of each haptic still in the drill holes. The lens was cleaned and, no further issues could be identified. The drill holes could not be measured because haptic material was received still inside of the drill holes and the haptics cannot be measured because they were severed. Therefore, based on the return condition of the lens, no further product evaluation could be performed on the lens. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the intraocular lens (iol) was noticed to be bent after being implanted into the patient's eye. The iol was removed and replaced with a back up iol of an unknown model and serial number. There was no reported patient injury. No additional information was provided.